Event description:
It was reported that during an open lobectomy, the doctor felt an unexpected resistance while firing. Another device was used to complete the case. There were no adverse consequences to the patient. After the operation, the sales rep fired the device once, but there was no unexpected resistance.

Manufacturer narrative:
(B)(4) - antibackup. The analysis results found that the mcm30 device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 25 clips as intended. However 1 partially formed clip was dropped from the jaws. The issue found with the completion of the handles cycle, was found to be a result of a non-functional antibackup feature. In order to evaluate the condition of the internal components, the device was disassembled and the antibackup lever was noted to be worn out. It is possible this condition was caused be attempting to squeeze the device handle when it was not fully returned or by stopping the firing sequence and pulling the handle open. The batch record was reviewed and no anomalies were noted during the manufacturing process.